Manufacturer narrative:
Other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Additional information is provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four pictures were received for inspection. Pictures 1, 2, and 3 showed a cassette product inside a plastic bag with some drops and medication inside of the cassette. Picture 4 showed two (2) cassettes inside a plastic bag, each one with some drops and medication inside of the cassette. No samples were provided for evaluation; therefore, no thorough inspection could be performed. Based on the reported complaint, the root cause of the reported failure was deemed to be manufacturing-related; improper bag handling during the assembly process. Action(s) taken to mitigate the issue(s): production and quality personnel were trained on the updated procedure on proper bag assembly care, a quality alert was generated to notify production personnel regarding reported failure mode and training was conducted by quality engineer. As a correction; all sharp edges on foreign material removal tool were removed, to prevent ay bag damage that can lead to leaking issues; by maintenance supervisor.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir was leaking. The reporter stated that the cassettes were broken and then leaked. No adverse effects reported.